Event description:
Pt received a (dose) brachytherapy implant of sir-spheres into the liver via (r) hepatic artery in 2002 to treat known hepatocellular carcinoma. The left hepatic artery was occluded from prior resection. Pt reported upper abdominal distention and discomfort. CT shows a new mass in right lower lobe of liver 2.7 x 3.6 cm. It also shows thickening of transverse colon. There is evidence of the previously treated hepatic tumors. Ascites is present. There is thickening of the wall of the large bowel which may be part of the third spacing or else due to radiation colitis. Radiation colitis is not a known side effect of sir-spheres therapy and therefore reportable.